Event description:
It was reported that a (B)(6), patient underwent an x-stop procedure. Twelve days post implant, the patient experienced numbness on bottoms of both feet at bedtime. No additional information was reported.

Manufacturer narrative:
Method - device was not returned; followed up with company rep.